Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise, inappropriate shocks, loss of capture (loc) and high out-of-range pacing and shocking lead impedances. Surgical intervention was performed and lead damage was noted in the subclavian area. Attempts to extract the lead were unsuccessful so the lead was surgically abandoned and replaced. No adverse patient effects were reported besides hospitalization.